Manufacturer narrative:
Plant investigation: no sample was available. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Retained samples were conforming to product specifications and drawings. Batch related documents and the device history record (DHR) did not show any non-conformity or abnormality. No indication for any relationship with the reported failure mode was found during the review. Manufacturing processes and production records were also checked and found to be conforming. The failure description was not specific in terms of failure location. The cause of the failure could be related to user handling or assembly failure, but not limited to those. The sample examination is required to conclude the issue. In light of the provided information, the complaint could not be substantiated.

Event description:
It was reported that an external blood leak occurred during a patient's continuous renal replacement therapy (crrt). The blood leakage, which occurred "along the tube" [sic], was not stopped by withdrawing the needle. The device was replaced with a different one from the same lot. The patient's estimated blood loss (ebl) due to the external leak was 50 ml or less. No further details were provided in the initial reporting.